Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator's compressor was inoperable. There was no patient involvement at the time of the reported event. A service engineer (se) inspected the device, confirmed the reported issue, and replaced the compressor muffler filter. The se performed testing and calibrations and the unit operated within the manufacturing specifications.

Manufacturer narrative:
A compressor muffler (intake filter) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found dirt/dust particles in the filter. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was isolated to expected wear. If information is provided in the future, a supplemental report will be issued.